Event description:
It was reported, that the ventilator failed pre-use check and moisture was found in the gas modules due to a fault with connected compressor. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported, that the ventilator failed pre-use check and moisture was found in the gas modules due to a fault with connected compressor. Our field service engineer investigated the ventilator on site. During visual inspection, moisture was found in both gas modules due to a leak in the compressor mini. According to the information provided, both gas modules will be replaced to solve the problem. The trained technician replaced one of the compressors internal hoses/tubes which solved the problem. The conclusion is that an internal compressor tube or connection leaked and contributed to the moisture in both gas modules. Since no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturers ref: #: (B)(4).